Event description:
It was reported that the patient complained of the device alarm sounding 'every three to four hours' since implant. Further investigation indicated that the right ventricular (rv) lead exhibited high impedance on the rv and superior vena cava (svc) coils, and the left ventricular (lv) lead exhibited high impedance and a fracture. An x-ray was done, which indicated that the rv lead pin was not fully inserted into the device port, which may have lead to the issues with the lv lead as well. The device pocket was reopened, and the lead connections were retightened. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4193 implantable pacing lead (B)(6) 2004; 4092 implantable pacing lead (B)(6) 2001; 4592 implantable pacing lead (B)(6) 2001. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.